Event description:
It was reported that during an atrial fibrillation ablation a farawave was selected for use. During procedure, the catheter flush port was connected to saline drip however no drip was seen coming out if distal end if catheter. The catheter was replaced, and procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory no outer abnormalities were observed. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Flushing through the irrigation port was tested. Irrigation was observed in undeployed state, but not in basket and flower shape. The catheter was dissected for further inspection. It was observed that there was a kink in the flush lumen.

Event description:
It was reported that during an atrial fibrillation ablation a farawave was selected for use. During procedure, the catheter flush port was connected to saline drip however no drip was seen coming out if distal end if catheter. The catheter was replaced, and procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.